Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device- 2 years and 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient was admitted to the hospital for elevated lactate dehydrogenase (ldh) found during routine labs. A urinalysis and plasma free hemoglobin (hgb) was performed. The patient was transplanted on (B)(6) 2017 due to suspected thrombus. The pump has been returned for analysis. No additional information provided.

Manufacturer narrative:
No device-related issues were found during the evaluation of the left ventricular assist system (lvas). The device was returned assembled with the driveline cut approximately 11 inches from the pump housing and the distal portion of the drive line (dl) was not returned. The sealed inflow conduit and the sealed outflow cannula were returned attached to their respective pump ports. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of developed depositions or thrombus formations while the pump was supporting the patient. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the dl did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.